Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's insertable cardiac monitor. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Correction: b5: field should reflect device repaired

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's insertable cardiac monitor. No intervention was reported, but the device was repaired. No further adverse patient consequences were reported.